Event description:
Customer alleged that the pump was not flowing. It stated that it had finished running, but it was not down. No rate or dosage were provided.

Manufacturer narrative:
Pump was primed and ran 50 ml/hr, dose was 100 ml, using water to simulate conditions of incident with user. Pump correctly delivered the fluid without any error or alarm. Volumetric accuracy test performed and passed within specification (+/-5 percent). All alarms have been checked and worked properly. Complaint could not be confirmed.